Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during dwell 4 of 4. The hp stated two of the supply bags were completely empty. The technical service representative (tsr) instructed the hp to cycle power to clear alarm. The tsr explained se 2240 indicates a large amount of air has entered setup. The hp stated he would discard his supplies and finish therapy with manuals. The hp also confirmed to call his nurse regarding the incident. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
It was reported that the xience was directly delivered without pre-dilatation. During the first inflation, the balloon ruptured at 10 atmospheres. After the withdrawal, a pinhole was observed in the balloon near the distal marker. A non-abbott balloon was used to post-dilate to complete the procedure. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed in the lab due to unavailable sample. Based on the information obtained from baxter's investigation, the root cause was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer reported the remote alarm cable was damaged and the wiring was disconnected from the molded connector one end of the cable. Factory analysis confirmed the reported problem, and visual inspection of the interior of the molded connector revealed that part of the wiring is still attached to the connector which indicates that enough force was applied to this cable to snap the wires and dislodge the cable from the molded connector. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. The cable damage found during analysis may cause the remote alarm to fail to alert the user upon ventilator alarm activation. The ventilator operators manual indicates the user should fully test the remote alarm and cable before use.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the system alarm. The hp stated there was no injury or harm as a result of this incident.